Event description:
It was reported that the device was used a pulmectomy. The pt had increasing bleeding during the night, which let to emergency re-operation. Leakage was sutured and pt was returned to intensive care.